Event description:
The side port of the introducer detached during the procedure. The sheath was removed and the pressure was held. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, information from the field stated that ¿the sheath had been left inside the patient for days. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined. Per the engage instructions for use (IFU) states, after completing procedure, withdraw the sheath and discard.

Event description:
Approximately two weeks post procedure, the sideport detached from the sheath. An engage introducer was used on 23march2022 for insertion of a swan ganzinto through the internal jugular vein. The procedure was completed with no issues and the patient returned to their room with the sheath still in place. On 05april2022 the side port of the introducer detached. The sheath was removed and the pressure was held. There were no adverse consequences to the patient.